Manufacturer narrative:
Initial reporter name and address:(B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a "check vent: machine pressure sensor auto zero failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that a "check vent: machine pressure sensor auto zero failed" error code was confirmed in the event log. The se then replaced solenoid valves 2 and 4 to resolve the issue.

Manufacturer narrative:
The suspected solenoid valve was returned to philips for evaluation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech performed the testing as per document (B)(4), part 007, version 00. Tech installed suspect solenoids into standard test bed (stb) gas delivery system (gds) and operated it without any issue. Pil could not duplicate the 1109 failure from the service. Pil tech could conclude that no fault found with suspect solenoids 2 and 4." The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.